Event description:
It was reported that information was received from a patient regarding a recharger. The reason for call was that the caller reports that they had an appointment with the healthcare provider (hcp) and the hcp said that the implanted neurostimulator was not charged enough or the battery signal was weak. The caller was told to call the manufacturing representative but when they called the number provided, they did not answer and said a voicemail was not set up. Patient also stated that at the appointment today they were going to adjust the therapy settings but were unable to. The caller noted that they charge daily. Helped caller connect to implant and they were seeing recharger not found. Performed a hard rest on the recharger and were able to see that the battery is 50%, which changed to 60% on the call. The caller was fluctuating between excellent and good connection. Therapy was showing off. The caller will continue to charge and call back for help turning the therapy on. Reviewed possible reason for therapy to turn off is battery too low. The caller has never used the handset before, or the communicator. After the further discussion, the caller noted that they were hearing the 2 tone ascending beep from the recharger and thought that meant that the battery was full. Information was received from the manufacturing representative (rep). When we interrogated the patient¿s device an error was showing on the clinician tablet that indicated that the ins battery was not charged to a connecting level. At that moment and over teams it was not indicated that there was an issue with the device, more so than the battery being depleted. The therapy showing off was not seen as we could not interrogate the battery to receive any information. My phone number as well as patient services phone number were provided to the patient for assistance in charging when the patient returned home to her recharger kit. I called the patient back twice and left a message and have not heard from her directly. At this time, the patient has not been seen in clinic since the prior attempt to my knowledge. It is unknown if the therapy showing off has resolved.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.